Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report of a post-operative leak in the staple line, which could potentially be related to a product problem. Corrected information can be found the following fields: b1 and annex g b1 updated from "adverse event" to "adverse event and product problem". Annex g added "g0405214 staple".

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 18-aug-2021 for a procedure on (B)(6) 2021 on system (B)(4). There were no observed events in the system logs during the 114 minute procedure that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use sureform 60 stapler pn: 480460-09 // ln: k92210208-0096 was recorded in use with seven sureform 60 green reloads pn: 48360g-0 and three sureform 60 blue reloads pn: 48360b-0. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found the following: sureform 60 stapler instrument pn: 480460-09 // ln: k92210208-0096 fired 10 reloads (7 green and 3 blue) and there were no stapler related errors observed during this procedure. There was no report of a malfunction of a da vinci system, instrument, or accessory. The surgeon indicated that the system and instruments worked as expected/intended and that there was no report of intra-operative complications during the initial, successfully completed, da vinci procedure. At this time, there is insufficient information provided to determine that a sureform instrument or reload malfunctioned. There is no information provided at this time that meets the criteria of a reportable malfunction. However, this event meets the criteria of an adverse event as there was an alleged post-operative staple line bleed with unknown estimated blood loss and medical intervention required, if any. At this time, the root cause of the reported event and post-operative complications are unknown.

Event description:
It was initially reported from an intuitive surgical, inc. (Isi) area sales manager, based on information from the site's risk manager, that after a da vinci-assisted gastric bypass procedure on (B)(6) 2021, there was an alleged and unspecified post-operative staple line bleed where a sureform 60 stapler had allegedly been in use during the initial da vinci procedure. Estimated blood loss and medical intervention required, if any, were unknown. Isi has reached out to the customer to obtain additional information but has not yet received a response. There were no reported clamping or unclamping issues. It is unknown if the procedure was recorded. There were no reported system errors. There were no reported intraoperative instrument collisions and there were no staple fires on any hard object. It was unknown if tissue was calcified or if there was tissue tension. Buttress material was not in use. While there was no report of clamping or unclamping issues, a specific blade error, a reload stuck on tissue, missing staples or malformed staples, the customer reported a ¿staple line bleed¿ where a sureform 60 stapler had been in use.